Event description:
It was reported that multiple cartridges were leaking from the cartridge tubing. There was no reported impact to the customer¿s blood glucose level. The customer managed to load a new cartridge successfully, and a replacement cartridge was arranged to be sent by technical support.